Manufacturer narrative:
This report will be updated should further information be received.

Event description:
Additional information received indicates that the clinic will perform further evaluation by having the patient wear a research holter monitor to evaluate the timing of the ventricular beats. The clinician indicated the lead may be revised at the competitor device replacement procedure, however this has not been scheduled yet as the competitor device has not reached elective replacement indicator (eri) status at this time. This lead remains in service. The clinician confirmed the patient did not experience any adverse effects.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information this right ventricular (rv) lead and a competitor device detected higher shock impedance measurements (90-97 ohms) and one of the competitor device's algorithms detected a possible lead integrity issue. Boston scientific technical services (ts) was contacted for assistance. Ts discussed that shock impedance measurements in the observed range is not atypical, however it is possible that there is a lead problem. Ts advised further troubleshooting. This rv lead remains in service. No adverse patient effects were reported.